Event description:
A report was received that the patient had an allergic reaction to the anesthesia administered for the implantation of the patients device. It was also reported that the patient was admitted to the hospital. The patient was reportedly doing well.